Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 06-feb-2026, a sales representative reported via email that an ar-3636 knotless 1.8 fibertak soft anchor experienced an issue during a shoulder labral repair procedure. After the anchor was inserted in the standard manner and the repair stitch was shuttled around the labrum, the shuttle suture was removed. When attempting to tension the repair suture, the suture became locked within the anchor and could not be fully cinched. The surgeon attempted to pull the suture in the reverse direction to free the mechanism; however, the suture remained locked in both directions. The repair suture was subsequently cut, leaving the anchor body in place, and an additional knotless fibertak anchor was placed to complete the repair. The event occurred intraoperatively on 06-feb-2026 with no reported patient harm. Additional information was received on 13-feb-2026: the case was delayed by less than 5 minutes, and no additional anesthesia was required due to the issue.